Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that an exposed wire on the anterior jaw was snipped off after the instrument was taken in and out of the trocar several times. The piece of wire fell into the pt's cavity but was recovered.